Event description:
The account alleged the nurse call was not functioning. No patient impact.

Manufacturer narrative:
The technician found the metal ground ring on the communication cable was missing. The technician replaced the communication cable to resolve the issue.